Manufacturer narrative:
Corrected data: b5, h6 (problem code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) wheels on the transport case had an issue and would not come out and had the system failure fault code 58 &124.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: e1(event site telephone - (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the assembly, slide handle , assembly, wheels and clamp,axle. Fse also stated that fault code 58 & 124 observed during repair and there is no information regarding the service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) wheels on the transport case had an issue and would not come out.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) wheels on the transport case had an issue and would not come out and had the system failure fault code 58 &124. There was no patient involvement.